Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient was receiving check belt alarms. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation processor u200 on the ca board was found to have an improper output (3.2v instead of 0v). This caused communication failure with the electrode belt. The root cause for the defective u200 component could not be positively identified. No adverse event resulted from the defective u200 component. The patient received a replacement monitor.